Event description:
It was reported that, the newly purchased "drill guide spiked tip (6x3.5)" was rusty. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3. H6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device has discoloration around the hub on the proximal end of the device. An assessment of the customer provided images shows the complaint device, with the discoloration around the hub as well as another device with discoloration near the distal tip. The complaint was confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event include material degradation from repeated sterilization or improper cleaning techniques. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.